Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported the luer lock screw in valve located on the side of the cap where the insufflator tubing is connected broke off in the middle of the case. A new cap was opened to proceed with the case, but the surgeon reported that this has happened multiple times to him and worried the material was damaged or faulty. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.